Event description:
All segments are missing in the units position. A review of the system over the phone confirms this complaint. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.